Event description:
Additional information was received from the patient on (B)(6) 2019. The patient called patient services in regard to a follow up letter they received. The patient indicated that they charge the stimulator every 2 weeks or so. There is nothing wrong with it. When they went to charge it one night it was half charged and then it had whatever power on reset (por) and that was it. It has always been charged and it never went dead. Patient services redirected the patient to follow up with their healthcare professional (hcp) for help clearing the por. The patient mentioned that their family doctor was going to have a manufacture representative (rep) come out to help. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2019, the patient went to charge the ins and the recharger and a warning power on reset (por) appeared. No symptoms were reported. It was confirmed that the patient didn't have any recent medical tests or exposure to electromagnetic interference (emi). They were redirected to the doctor to have the por cleared. No further complications were reported or anticipated.